Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient developed a granuloma at the midline incision which caused the wound to open. The physician prescribed antibiotics due to the risk of infection. The event was assessed to be procedure related.